Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patent had a blood glucose as low as 3.2 mmol/l with symptoms of unsteadiness and shortness of breath. The patient self treated by eating jelly beans to bring their blood sugar back up. The reporter stated that after the patient had bloused, the pump ejected the remaining insulin in the cartridge into the patient. The reporter reviewed the pump history with a customer technical service representative and found that the pump had delivered a 6.75 unit bolus at 1:21 pm and that there was a 105.9 unit prime at 1:54 pm. The patient denied priming the pump. This complaint is being reported based on the allegation that the pump spontaneously primed the full cartridge of insulin into the patient.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: a review of the pump history showed a 6.75 unit ezcarb normal bolus, and an unexplained loss of prime followed by a manual prime of 105.9 units. The pump was run for 24 hours successfully. No unprogrammed primes were recorded in the history during this time. The force sensor measured within specifications. The total daily doses added up correctly, and reflected the user's programmed basal rates. The pump passed delivery accuracy testing, and was delivering accurately and within range. No hypersensitive or stuck keys were found. The pump cover was removed to find no damage or defects to the force sensor, or the to keypad flex connector. The complaint was unable to be duplicated during the investigation.